Event description:
Head nurse reports "arterial tubing separated from the red dialyzer connector" during treatment. No blood loss or ill effect to the patient. At this time (2/2004) it does not appear that a sample is available-risk management may have discarded.